Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed a battery status of three months remaining to elective replacement indicator (eri). The device battery was suspected to be depleting prematurely. A device replacement procedure was planned for a future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that a pre-assessment was completed, however, device replacement has not yet been planned or undertaken. An attempt was made to obtain additional information, however, no additional information is available at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The device is in hospital possession and is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed a battery status of three months remaining to elective replacement indicator (eri). The device battery was suspected to be depleting prematurely. A device replacement procedure was planned for a future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that a pre-assessment was completed, however, device replacement has not yet been planned or undertaken. An attempt was made to obtain additional information, however, no additional information is available at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed a battery status of three months remaining to elective replacement indicator (eri). The device battery was suspected to be depleting prematurely. A device replacement procedure was planned for a future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.